Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date "one month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. At the time of this report, the patient was "feeling better" and now at home. Pd therapy was discontinued and the patient was switched to hemodialysis. Transfer set was changed. No additional information is available.